Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the display was found to be dim with red letters. Unrelated to the initial complaint, the contrast keypad button was found to be intermittently unresponsive to testing. All other keypad buttons operated properly when testing. There was no evidence of physical damage on the keypad. The keypad was removed and contamination was found under all button contacts. The returned battery cap was used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was no longer legible and there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.